Event description:
It was reported that after a dexcom g7 sensor change, the continuous glucose monitor failed to pair with the ilet, and support guided the user through toggling g6/g7 settings, restarting the device, and re-entering the pairing code, after which the device initiated pairing. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health and no alerts or alarms from the ilet. Investigation included guided troubleshooting and user education. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7, with functionality initiating after device restart and reconfiguration. It was concluded, based on previously established findings for similar reports, that the cause was an interaction between device settings and pairing workflow that resolved with standard troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.